Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the drawing found that packages must be free of particulates, debris, and hair, and the device needle must be protected by the variable length depth tube. An analysis of the customer provided image revealed that one anchor was detached from the primary device and loose in the packaging. The packaging did not appear to have been opened. Since the device needle was not visible, it could not be determined whether the anchor was an extra component unintentionally packaged with the device or a separated component from the original device. A visual inspection revealed the device was returned in sealed packaging. Once the package was opened it was found that t1 and t2 anchors were attached to the needle with the suture. The anchor in the packaging was found to be an extra foreign anchor. No physical damage to the device. The complaint was confirmed and the root cause has been associated with manufacturing. A correction in the form of a complaint notification has been issued to manufacturing management to mitigate future recurrences.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, the fast-fix was found broken in the packaging. This was noticed during setup of an arthroscopy procedure. A backup device was available and no delay nor patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.